Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter was reading inaccurately at 4:50pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result on the subject meter of ¿87 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that prior to obtaining the alleged inaccurate result, he had developed symptoms of ¿shaking¿ which he self-treated by eating food at 4:50pm on (B)(6) 2017. He denied using any other device to test his blood glucose levels. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient this complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaking, while using the product. Although the reported symptoms began prior to the start of the alleged issue, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.